Manufacturer narrative:
The device was not returned to stryker for further evaluation. The cause of the reported issue could not be determined. H3 other text : device not returned.

Event description:
Stryker became aware through acute medicine and surgery journal that a stryker's device use resulted in life threatening outcome. The patient involved in the reported event recovered and was discharged for rehabilitation.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review regarding the reported issue. There is insufficient reported information to determine the device's contribution to the reported outcome.

Event description:
Stryker became aware through acute medicine and surgery journal that a stryker's device use resulted in life threatening outcome. The patient involved in the reported event recovered and was discharged for rehabilitation.